Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replace endoscope controller (ec). The system was tested and verified as ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, that an error occurred at the endoscope controller (ec) when activating the illuminator during port creation, and power cycling did not resolve the issue. Reviewing the logs revealed additional errors. Removing the endoscope and performing a vision side cart (vsc) hard cycle cleared the issue temporarily, but the error reappeared after activating the endoscope illuminator. Changing to another scope did not resolve the issue, and further support was arranged. Later, it was noted that another vsc would be used for the surgery. The procedure was completing as planned/completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved after converting to another da vinci system. Patient demographics were not provided.